Manufacturer narrative:
(B)(4). 3004753838-2026-138678 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the reporter, on approximately (B)(6) 2026, the pediatric patient experienced inaccurate cgm values. There were no symptoms reported and the cgm was reading 52 mg/dl and the blood glucose reading was 3 mg/dl. There was no medical intervention or treatment information provided. Dexcom technical support attempted to follow up multiple times to clarify the blood glucose reading with the reporter but was unsuccessful. Per medical review, this would constitute as a serious adverse event as even though no specific serious injury or medical intervention was reported, as the reported blood glucose reading is 3 mg/dl, and no further clarification could be received regarding this, it could not be excluded that the patient experienced possible life-threatening symptoms or needed any medical interventions. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.